Event description:
Caller reported a malfunction alarm with a cgm error 42 on their device. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset procedure, and the issue was resolved with the caller successfully starting their sensor session without encountering the error again.